Event description:
The reporter stated that the surgeon inserted a 18.5 diopter, cq2015 3 piece collamer lens. The plunger overrode the lens causing it to tear. The lens was removed without enlarging the incision. No patient injury. The plunger inside the injector caused the lens tear.